Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified two curved openings, a crease fold, and an observed void >1 mm in non-textured, valve-to shell-bond area. A leak test and microscopic analysis was performed which identified one sharp opening on the valve bond edge and one striated opening on the posterior. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: one striated opening assessed as surgical damage consist in the use of some surgical tool. A sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.